Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between june 26-30, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had not fully infused; the balloon did not decrease in volume as expected. This was observed during patient infusion. The device contained fluorouracil diluted in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.